Event description:
Customer reported that his insulin pump is malfunctioning. Customer stated that the insulin pump is giving him to much or not enough insulin. Customer stated that he had low 30 mg/dl and high of 300mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.